Event description:
Excess weight removal. Two and 1/2 hours into the treatment, the patient's blood pressure decreased to 96/54 with clinic staff administering 200 cc saline. Three hours into the treatment, the patient's blood pressure decreased to 64/41 with the patient exhibiting shortness of breath and seizure-like activity and then loss of consciousness. The patient was administered oxygen at 2l and transported to the ER. The gambro technical services (gts) rep found that balance chamber valve vb1 was sticking open; the valve was replaced.